Manufacturer narrative:
(B)(4). Internal insulation abrasion under the rv shock coil was noted at 58.7-58.9cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that the lead was explanted and replaced due to non-sustained lead noise and fracture. The patient was asymptomatic and was stable after the procedure.